Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient's implantable infusion pump for intractable spasticity, and cerebral palsy. It was reported on (B)(6) 2016 that a low battery reset alarm occurred. Safe state was reported. It was reported that the patient was in the ER with withdrawal symptoms. The patient experienced an increase in spasticity. It was reported that the pump will be updated back to the programmed dose of 666mcg/day. It was explained to the caller that the pump will likely reset again and they should consider pump replacement as soon as possible. A healthcare provider gave the patient oral medications to help with withdrawal. The patient is being medicated through the pump with lioresal at a concentration of 2000 mcg/ml, and a dose of 666mcg/day. The status of the patient is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.